Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the operational check. No further failure mode details were provided by the customer. There was no reported patient involvement.